Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) and nozzle, c4, #6 blank (rohs) (7-205230-01) as they were bent. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The nozzle c4 #1, #4, #5 (rohs) (7-205228-02) and nozzle, c4, #6 blank (rohs) (7-205230-01) were determined to be the likely causes of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) or the nozzle, c4, #6 blank (rohs) (7-205230-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module serial number (B)(6) or the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) or the nozzle, c4, #6 blank (rohs) (7-205230-01) was identified.

Event description:
The customer observed a falsely elevated ammonia result on the architect c4000 processing module, serial number (B)(6). The result was not reported out. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 165.6 auto retest result = 36.0. Normal range = 18-72 umol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section b1 patient identifier = sid (B)(6).

Event description:
The customer observed a falsely elevated ammonia result on the architect c4000 processing module, serial number (B)(6). The result was not reported out. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 165.6 auto retest result = 36.0. Normal range = 18-72 umol/l no impact to patient management was reported.